Event description:
On (B)(6) 2026, it was reported that during a surgical procedure in the anesthesia operating room, allegedly impurities were observed floating in the liquid of an opened port package. The affected port set was immediately removed from use. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.